Event description:
Approx. 5 months post implantation of an enterprise stent, one week after discontinuation of antiplatelet therapy, the pt had tias. The antiplatelet therapy was restarted and an angiogram was done which demonstrated stent migration. Three months prior to the stent implantation, the female was presented with a hunt and hess ii, fisher grade iii subarachnoid hemorrhage from a ruptured basilar apex aneurysm. The aneurysm measured 4.0 x 2.5 x 20mm. She was initially treated with balloon assisted coiling and three coils were placed. A small residual at the base of the aneurysm was not occluded at the time of the initial treatment. The pt made a full neurological recovery after the subarachnoid hemorrhage. She returned 3 months later for treatment of the small residual aneurysm. A balloon assisted coiling technique was again used to achieve complete occlusion of the remnant, which was broad necked relative to its small size. At the conclusion of the coiling a 4.5mm x 14mm enterprise stent was placed, extending from the mid-basilar artery to the p1 segment of the left posterior cerebral artery (pca) to stabilize the new coil mass. The p1 segment of the pca, basilar apex, distal basilar trunk and mid basilar measured 1.40, 2.33, 1.96 and 2.55mm, respectively. Clopidogrel was discontinued four months after implantation of the stent. One week later, she developed a transient ischemic attack (tia), a brief onset of vertigo that resolved. She had a second episode of vertigo one week later and was restarted on clopidogrel after which she has remained asymptomatic. The pt underwent repeat cerebral angiography five months after coiling, which demonstrated proximal migration of the stent end markers from the p1 segment of the pca into the distal basilar artery. The pt remains neurologically intact and continues on dual antiplatelet therapy. Spontaneous migration of the stent occurred some time between the control angiogram performed at the conclusion of the procedure and the five-month follow-up. The presence of symptoms four months after treatment suggests that the migration occurred at or before this time. However, the correlation of the neurological symptoms with the discontinuation of clopidogrel can be attributed to the unopposed distal aspect of the migration stent, within the basilar apex, which very likely requires a longer period of time to become "passivated" (i.e., non-thrombogenic) or endothelialized. It was reported by the implanting physician that ses (self expanding stents) are delicate devices which are maintained in position within the cerebral vasculature by relatively low level chronic outward radial forces. These stents are easily inadvertently displaced in delivery systems) through or beyond them. For this reason, some operators prefer to either perform staged procedures, where embolization is performed at some interval after stent implantation to allow for "endothelialization" to occur or to place the stent at the conclusion of the coiling procedure to minimize the amount of trans-stent manipulation. In this case, the differential sizes of the pca and basilar artery caused the distal aspect of the stent to be constrained to a greater degree than the proximal portion. The physician hypothesize that the differential constrainment may have transferred a constant retrograde force upon the stent, which ultimately caused it to "watermelon seed" backward into the basilar artery. Placement of the distal aspect of this stent into an artery measuring slightly less than 2mm may have contributed to the proximal migration of this device. In a vessel of this size, the capacity of the "flared" distal segment of the enterprise to engage the parent artery and adequately stabilize the stent may have been limited. It was reported that although it was known that the vessel size was smaller than 3.0-4.0mm as indicated in the enterprise IFU, per the physician, it was necessary for this particular case. Vessel characteristics appear to have contributed to the reported enterprise stent migration. The device remains implanted and is therefore not available for analysis. The correct lot number is not known, therefore a device history record review cannot be completed.